Event description:
It was reported via repair work order that the bed alarm was not audible due to being unplugged from the cpu. No adverse consequence or clinically relevant delay in treatment was reported.